Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "the vasoview hemopro 2 does not cut/seal like it used to." It was reported that the hosp is using same cords over and over and not replacing them. The ones they're using currently have long since gone over the recommended number of cycles.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25106977, 25107694 and 25108042 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. Internal complaint number - catsweb# (B)(4).